Event description:
Purchased a heating pad from amazon. This has 6 heat settings, it was only set on 2. It is supposed to shut off after 2 hours. Luckily I was awake. It had only been on about 45 minutes, when it started to burn. The heating pad was melting and the pillows below were catching on fire. This heating pad is a serious danger to anyone who purchases it! It should be taken off of the market completely! Made in china. It is a larger aquamarine heating pad. Package dimensions: 16.02 x 3.7 x 3.5 inches; 1.19 pounds item model number: d7640, date first available: august 15, 2022, manufacturer: yakalla, asin: (B)(4). I called amazon and talked to someone. They returned my money and list it as never received. This is not what I told them. I gave them the full story. FDA safety report ID# (B)(4).